Event description:
It was reported that the pt underwent a spinal procedure to implant the posterior fixating at t9 to l3. The x-rays showed rod breakage post op. Fusion failure is suspected. The revision surgery might be required.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however, a like device catalog # 869-021, 510k # k040962 was cleared in the united states. Neither device nor film of applicable imaging studies were returned to the manufacturer for eval. Therefore, we are unable to determine the definitive cause of the reported event. Device history records for this lot were reviewed. No documentation was found that would indicate a non-conformance to specifications.